Manufacturer narrative:
The device was returned to olympus for inspection and reported allegation was not confirmed. However, device inspection found b30(scope communication err) occurs due to corrosion on plug unit (no image error). Additionally, light guide lens had foreign objects. Based on the results of the investigation, the most probable cause of the error b30 is traced to a component failure. However, it is likely the following led to the malfunctions: contamination of device by foreign material from environment. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported monitor error ¿err 216 (scope communication error) involving an olympus bronchovideoscope. The issue occurred during inspection of the device for use before patient in a room. There was no patient injury reported.